Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting a motor error alarm on the insulin pump. Customer stated that she was trying to fill the tubing when she received the motor error. Customer's blood glucose was 289 mg/dl at the time. Customer stated that last week she went to a family court and a metal detector went over her pump. Customer uses the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer stated that she got a no delivery 3 or 4 times before receiving the motor error. Customer wanted to bypass the no delivery troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.